Event description:
As reported, the 6.0x40 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon opened and prepped in sterile field as per the instructions for use (IFU). The balloon was inserted to the target lesion. Upon inflation, a contrast leak was detected. The balloon was removed and tested on back the table. A leak was present. The item was discarded, and additional product opened to finish the case. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty in removing the product from the hoop or the protective balloon cover, nor in removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during the preparation. The product was removed intact from the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6.0x40 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon opened and prepped in sterile field as per the instructions for use (IFU). The balloon was inserted to the target lesion. Upon inflation, a contrast leak was detected. The balloon was removed and tested on back the table. A leak was present. The item was discarded, and additional product opened to finish the case. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty in removing the product from the hoop or the protective balloon cover, nor in removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during the preparation. The product was removed intact from the patient. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
As reported, the 6.0x40 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon opened and prepped in sterile field as per the instructions for use (IFU). The balloon was inserted to the target lesion. Upon inflation, a contrast leak was detected. The balloon was removed and tested on back the table. A leak was present. The item was discarded, and additional product opened to finish the case. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty in removing the product from the hoop or the protective balloon cover, nor in removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during the preparation. The product was removed intact from the patient. The reported ¿balloon leakage during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural and patient factors, such as vessel characteristics, may have contributed to the reported event. It was reported that the balloon was inserted to the target lesion, therefore, it is possible that characteristics of that lesion could have also led to the reported issue. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. Use of a pressure monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.